Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak. It was reported that during preparation of the clip delivery system (cds) a leak was noted around the gripper lever. When the gripper arms were raised, the device would leak. The cds was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The reported gripper leak was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot and did not indicate a lot-specific quality issue. Based on the information reviewed, a conclusive cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na